Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-15496 and related manufacturer report number: 1627487-2022-03867. It was reported the patient experienced inadequate stimulation with their peripheral system and did not charge ipg as recommended. Patient did not charge ipg for over 4 years and consequently stimulation was lost. As a result, surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.